Manufacturer narrative:
(B) (4)baxter has requested the device for evaluation, however, the evaluation is not yet complete. As soon as we are in receipt of evaluation results, a follow up report will be submitted.

Event description:
The facility representative reported to (B) (4) customer service that the ipump device overinfusion. Information regarding actual and expected infusion rates and times are unknown. This was found during bio-med testing, with no patient involvement.